Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 459 mg/dl. Customer¿s current blood level was 311 mg/dl. Customer had symptom such as nausea. Customer experienced blood glucose level of 237, 198, 261, 125, 218, 189, 222, 422, 417, 508, 445, 350, 308, 344, 370, 155, 433, 342, 214, 201, 311, 330 mg/dl. Customer was alleging insulin pump for under delivering. Insulin pump will not be returned for analysis.